Manufacturer narrative:
(B)(4). One of the two complaint mr290v humidification chambers is currently en route to our fisher & paykel healthcare regional office in the united states for evaluation. We are currently in the process of gathering more information from the healthcare facility with regards to the status second chamber. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that two mr290v vented autofeed humidification chamber overfilled after 30 minutes of use. There was no patient consequence.

Event description:
A healthcare facility in canada reported that two mr290v vented autofeed humidification chambers were overfilling and leaking out the top after 30 minutes of use. It was further reported that the issue was resolved when a third chamber was used. There was no patient consequence.

Manufacturer narrative:
Ps301441 one of the two complaint mr290v humidification chambers was returned to fisher & paykel healthcare (f&p) in new zealand for investigation. The device manufacture date was updated based on the returned chamber (removed from g4 and added to h10, below). The date of manufacture was not provided for the discarded chamber. Complaint devices: 1x lot 180622 (date of manufacture: 22 june 2018, returned to f&p new zealand for investigation) 1x lot not provided (discarded by customer following reported event) method: visual inspection and water level testing of the returned mr290 chamber was performed. Results: visual inspection revealed no damage to the chamber. The floats were found to be moving freely. During the functional test the water level of both primary and secondary floats was checked. Both floats operated correctly, and the water level attained was within specification. Conclusion: we were unable to determine the cause of the reported issue, as the complaint mr290 chamber was found to be operating correctly. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."